Event description:
During a routine hemodialysis treatment the pt's blood pressure dropped and pt became symptomatic. He was transported to ed, blood pressure was 80/42; 200cc of saline was administered and pt returned home. No other medical intervention was provided. Subsequently, the physician increased the pt's dry weight.

Manufacturer narrative:
No evidence of a device malfunction. Clinical staff attribute event to operator trying to remove 4l of fluid per nephrologist's orders; dry weight was subsequently increased. Pt continues to dialyze with this device and no further similar problems reported. Nxstage medical considers this report closed. No add'l info will be provided.